Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Complaint of broken weld was confirmed.

Event description:
Dealer alleges a broken weld on the foot deck where it hinges with the knee section deck.